Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the motor dropping to 0 rpm was not confirmed. The centrimag motor (serial #: (B)(6)) was returned for analysis and was tested with a test console and flow probe and the rpm and lpm levels remained consistent at set levels. No alarms were active during testing and the motor always performed as intended. A full functional checkout was performed, and the unit passed all tests. The reported event was unable to be reproduced during testing. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial #: (B)(6)) and the motor was found to pass all manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the perfusionist was transporting a patient on centrimag ECMO support. The centrimag cart would not fit in the elevator so the perfusionist lifted the console off the cart and was going to place it on the bed. There was a problem with the bed so the perfusionist put the console back on the cart. The centrimag went to zero rmp and there were three lines for flow. The team tried to shut off the console and turn it back on but that didn't work so the motor was changed and everything worked fine. Related manufacturer reference number: 2916596-2020-06538.